Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for leakage. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle it was noticed that the drug had leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portugese to english:> patient gets in touch informing that yesterday (2022-06-21) when performing the application he noticed that the drug had leaked. This would be the third application of the same ampoule. He doesn't know if he performed the entire application, he was afraid of underdosing. Identified during use. There was no harm to the patient. Batch no. Informed: 2436390 (not found in sap). Additional information received on 20/july/2022: unable to get batch number. Deviation related to bd needle.